Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. On 19-jun-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for less than a day. The patient replaced infusion set and resumed insulin successfully. No further information available.